Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens (iol) implantation, the patient experienced poor quality vision. The physician decided to explant the lens. The lens was removed and replaced with another lens in a secondary procedure. Additional information was received. There was a crack in the iol, which was not visually significant, but the surgeon concluded after about a month that it could be the only cause for lens exchange requirement. A company lens was used as lens replacement. Patient's issues were resolved after lens replacement.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (3.75cyl), 18.0 diopter lens was replaced with a company (3.75cyl), 19.5 diopter lens. The account indicated the product was not available to evaluate. Additional information was provided that the surgeon felt the exchange was needed because "usually crack in intraocular lens (iol) not visually significant. In this case, I concluded after about a month that it could only be due to the crack." However, the exchange for a 1.5 higher diopter difference of the same lens model may suggest that the replacement lens was an improved choice for the patient's vision needs. The account indicated 1ml of viscoelastic was used in the cartridge and that the viscoelastic was not at room temperature. The instructions for use (IFU) instructs to only use a company ophthalmic viscosurgical device (ovd) qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).